Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and r-wave amplitude variation. As received, a complete lead was returned in one-piece. The reported events of helix mechanism issue, and r-wave amplitude variation were confirmed. Visual examination fount the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, which was consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field after the lead was cleaned, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with tissue. Electrical tests did not find any indication of conductor fractures but found shorts between the conduction paths due to the over torqued inner coil inside the connector region. No other anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented of implant of the right atrial lead. During the procedure the physician attempted to fix the lead, however sensing was poor. An effort was made to reposition the lead, however upon unscrewing the helix and it dislodged before the helix retracted. Additional attempts were made to position the lead, but the physician felt it was over-torqued and helix retraction and extension was difficult. A replacement lead was used to complete the procedure. The patient was stable.